Event description:
The pt (pt) reported a near overfill of solution whilt using the homechoice cycler for apd therapy. The pt reported performing a manual drain at the start of the fill phase of therapy, removing approximately 500mls of fluid. After the manual drain was discontinued, the pt noted the homechoice device displayed the fill volume as being -500mls, rather than 0mls. The pt resumed the fill phase and noted that the device initiated the delivery of fluid starting from -500mls. The pt reported that as the fluid was being delivered, the fill volume counted backwards from -500mls until it reached 0mls. The device then began to deliver the programmed fill volume of 1800mls, starting from 0mls. The pt contacted the baxter call center and when the device displayed 1300mls, the fill was stopped and the pt was bypassed into the dwell phase of therapy. There was no pt injury or medical intervention reported.